Event description:
A customer reported getting error message "4020 specimen z axis home overrun" and out of range low quality control (qc) result on the aia-360 analyzer. The customer rebooted the analyzer and performed a decontamination using fresh bleach, error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse purged the diluent well watching sample needle movement, performed liquid sense and found sample cup in range, but on the low side. Fse adjusted the z bottom and level sense for cup to read wash in cup and confirmed the tube bottom well was within range. Fse tested level sensing of cup and tube successfully without error. Fse successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-360 is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 29621505. There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [4020] spec. Z axis home overrun is generated when the specimen z-axis motor overran on the home side. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The st aia-pack intact pth analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event is due to misaligned sample cups.